Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a product for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the monopolar curved scissors instrument caused injury to a vessel on a patient. Intraoperatively, while dissecting the surgeon noticed a burn on the external iliac vessel. The monopolar curved scissors instrument with a tip cover accessory was in use during the dissection. The surgeon stated the tip cover accessory had a burn mark on it, but no arcing was observed in the operative field. The vessel was oversewn with a 4-0 prolene vascular stitch and the procedure was completed robotically. Minimal to no bleeding occurred from the injury. The monopolar curved scissor instrument was inspected prior to use with no reported issues. No collisions of instruments were reported by the team. No photos or videos were available for review. The procedure was completed robotically with a backup monopolar curved scissors instrument and a new tip cover accessory.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed cut test, energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. Instrument passed electrical continuity test in both grips. The tip cover was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.